Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Technical support could not trouble the issue as tosoh also failed the aab. They stated that while the mean is higher than the peer, it is not a significant difference. There has historically not been any further investigations on pt failures. No further action is required by technical support. The most probable cause for a failed aab survey was unknown.

Event description:
On (B)(6) 2017, a customer reported that they received a failed aab survey with their a1a-900. The survey was conducted on both biorad and tosoh controls. It failed on precision testing with both slightly high on l1.